Event description:
It was initially reported that a vns depression pt was explanted, and the reason for explant was unk. Additional information was received through a company representative from the surgeon's office indicating the pt was explanted due to underlying infections as the pt had a history of recurrent vre infections. The pt had been seen at another hospital and was told the recurrent infections were due to vns, and should have the device removed. The pt was determined the infections were related to the vns device, and wanted it removed and not replaced. Furthermore, the explanting surgeon did not think the vns was the source of her infections, as the implant site looked normal. At the moment, good faith attempts to obtain additional information regarding the pt's infections have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records were confirmed sterilization for both the generator and lead prior to distribution.